Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that during a paroxysmal a-fib procedure, the power level was changing from the set value during procedures. The stockert was sent in for evaluation in order to recreate the reported condition however the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. The customer complaint cannot be confirmed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during a paroxysmal a-fib procedure, the power level was changing from the set value during procedures. The set wattage jumped from 50 watts to 72 watts without being prompted to do so, the reporter was transferred to css (clinical support specialist) and it was stated that he was not in the procedure but the customer requested evaluation of the system and a loaner generator. The reporter has a print out of the ablation readings with malfunction. No response was provided by the customer after 3 attempts to obtain detailed information about the event.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records results is completed. (B)(4).